Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (1/22/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have an mg/dl unit of measure displayed on the screen upon bootup. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultraeasy meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 2x daily and her results are usually around "6-8 mmol/l." The patient was managing her diabetes with diaprel pills (90 mg) and aglurab pills (1500 mg). The alleged issue began in (B)(6) 2012. The patient reported blood glucose results of "118, 160 and 180 mg/dl' with the subject meter. The patient reportedly lost her original meter and purchased one while in germany. The patient did not realize the subject meter was reading in the unit of measurement, mg/dl. The patient is more familiar with testing her blood glucose in mmol/l. Despite the alleged issue, the patient denied making changes to her usual diabetes management routine. On (B)(6) 2012, the patient went into the hospital for hip surgery. While at the hospital, the patient reported the "higher results" to her health care professional (hcp). At that time, the hcp increased the patient's diaprel pills (120 mg) and aglurab pills (3000 mg). About 3-4 days after, the patient reportedly felt "unwell." The patient claims she had symptoms of weakness, dizziness, shaking, sweating, confusion, light headedness, headache, rapid heartbeat and nausea. The patient started to vomit and could not eat or drink well. The patient also associated her symptoms with her surgery. Treatment was not specified; however, the patient reportedly felt better a few days later. At the time of troubleshooting, the patient was educated about the unit of measurement. Replacement products were sent to the patient.this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.